Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. The complaint for difficult/unable to insert device into transseptal puncture location was confirmed with other empirical evidence. There was no mention of device related malfunctions or any accusations of a malfunction that would have caused the event. And after a follow-up from the cs, the hospital staff confirmed that they did not believe the device caused the issue. It is believed by both the team of the procedure, and the edwards investigation team that the most likely cause of the event was due to the double puncture through the transeptal wall. This likely weakened the wall, causing the pericardial effusion to occur. However, without imaging, a definite conclusion could not be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no CAPA was required.

Event description:
Edwards received notification of a pascal in mitral position where the imaging doctor noted a pericardial effusion on the right side of the heart. During tsp the physician accidentally went across the pfo 2 times. He repositioned and visualized tenting more mid and at that point the catheter went across the septum accidentally. The team measured the height at that point and it was 4.0, and they proceeded with the procedure. The team grabbed and closed, then repositioned and attempted another location. The physicians were having a hard time verifying tissue bridge due to the imaging challenges. As the team was discussing next steps, the imaging doctor noticed a pericardial effusion on the right side of the heart. The device was then elongated and pulled back into the atrium without issue. After some discussing it was decided to tap the pericardial effusion and that the device would need to be removed so protamine could be given. Device was then removed without incident and as of last communication patient was stable after pericardial tap. During post case discussion with the ics they verbalized it was suspected that the issue may have come from the tsp however could not know 100%. They did not think the device caused any issue. The procedure was aborted after insertion with the mr remaining the same as baseline, severe.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete. Additional h6 health effect- impact code is: cancelled/aborted surgical procedure.